Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults/charger faults) has been confirmed. Upon eval, the white wire connecting the pca to the battery cells was broken at the cells. This resulted in an inability to charge to full capacity. The root cause for the broken white wire cannot be positively identified but is likely severe shock from physical impact. No adverse event resulted from the defective battery packs. The pt received a replacement battery pack.

Event description:
Download data from a (B)(6) female pt revealed multiple "battery charger faults". Zoll customer support contacted the pt and issued a replacement battery pack.